Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the initial implant procedure, after connecting the device to the existing lead the distal screw on the ventricular pacing lead was secured and could not be ratcheted any further. The physician tried to disengage the set screw several times and after several attempts the set screw was removed after using silicone oil. The device was explanted and replaced. The patient was stable post procedure.